Event description:
The physician was attempting to place the lead wires for the ddd pacemaker in the pt. He had placed both the atrial and ventricular leads and had done test readings. The atrial lead readings were inadeqate so the surgeon attmpeted to repostion the atrial lead and perforated the superior vena cava at the vena cava, atrium junction. The pt developed a hemothorax which corrective measures could not resolve and the pt expired.